Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 2 of 2: reference MFR report#3006705815-2016-00372. It was reported the patient experienced swelling and discomfort at the lead incision site. In turn, the patient was prescribed oral antibiotics as temporary treatment until further evaluation of the issue. Follow-up identified the issue still persists and as a result surgical intervention was planned as the next course of action to address the issue. Subsequently, surgery took place during which time both leads and anchors were disconnected from the ipg and the system explanted. The physician reinstalled the ipg back in its original pocket for future use. Cultures were obtained of the lead incision site, however results are not available. The patient was discharged on oral antibiotics. The issue resolved shortly thereafter.